Event description:
It was reported the patient had abdominal pain and was admitted to the hospital ten days later. It was noted the patient underwent lysis of adhesions and had their lap band port replaced on (B)(6) 2010. It was reported the patient was discharged on (B)(6) 2010 after a CT of their abdomen and pelvis and upper gi were all negative. It was reported the patient¿s symptoms resolved without sequelae on (B)(6) 2010. It was reported the patient was hospitalized for nausea and vomiting. It was noted the patient had a costal nerve block on (B)(6) 2010 and incision and drainage and debridement of abdominal wound on (B)(6) 2010. It was reported the patient was discharged on (B)(6) 2010. It was noted the patient had a new type of abdominal pain. It was reported the patient had a lap band procedure reversal procedure on (B)(6) 2011. It was noted the patient¿s symptoms resolved without sequelae on (B)(6) 2011. It was reported the date of hospitalization for nausea and vomiting was (B)(6) 2010. It was noted the nausea and vomiting resolved without sequelae on (B)(6) 2011.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).